Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2017; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient is scheduled to have an MRI of their thoracic tomorrow and they were questioning if we had any records of the patient having any kind of lead displacement. Agent asked the caller if the patient indicated a problem and the caller said they believed there was a problem, but they didn't know if they were going to call the patient next to talk to her about why they thought there might be a problem. The caller mentioned that they had x-rays done and the physicians said there was no issue and the leads looked in place. Caller said the patient saw a provider at the beginning of this month and it was noted that the patient has had issues with lead displacement with falls and patient's batteries are at end of life. Agent reviewed eos should not occur per drs until next month. The issue was not resolved through troubleshooting. Agent redirected caller to healthcare provider to further address the issue.